Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 12/06/2004, the patient had contacted lifescan (lfs) and reported that her one touch ultra meter kept displaying the error 5 message. There was no allegation of harm or serious injury. During troubleshooting, it was verified that the patient's testing technique was correct and that the condition of the test strips was good. She was asked to retest, but the issue still persisted and she received an error 5 message again. She had contacted her doctor due to this issue and was advised to call lfs. She does not remember the result on the doctor's meter. At the time of concern, she felt confused and was perspiring. Based on the information provided, there is an indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction, since the issue was not resolved. A replacement meter, test strips, and control solution were sent to the patient.